Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012, (B)(6) 2013, and (B)(6) 2014 and mesh x3 were implanted. It was reported the patient experienced an undisclosed adverse event. The other procedures are captured in separate files. No additional information was provided.